Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 25 mg/dl. The customer's perceived reason for event is that he did not feel the insulin pump vibrate when it was warning him of low blood glucose levels. The customer stated that he may be hard of hearing and could not hear the alarms. It was explained to the customer how to change alarms vibrate to long beep.